Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling off the coating occurred by applying stress to the insertion section such as the following. ·physical stress such as rubbing or hitting insertion section ·chemical stress from reprocessing not recommended by IFU (reprocessing manual) ·stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The event can be detected/prevented by following the instructions for use which state: ¿IFU (operation manual) warns against applying external stress to insertion section as follows: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns against reprocessing not recommended by reprocessing manual as follows: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns against inferior storage environment of the device as follows: ¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation, and the customers allegation was not confirmed. The device evaluation did find there was peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2), and there was a leakage coming from biopsy channel and plug unit. The defect was likely caused by user mishandling. The completed device evaluation also found the following observations: insertion part of the distal end / biopsy channel leak, connector plug unit leak, distal end cover is cracked and damaged, chipped glue of the bending section rubber, the connecting tube has buckling and the coating peeling off, the control unit grip is scratched, the universal cord is buckled, the connector of the plug unit is damaged, switched 3 and 4 do not work, the control unit dial unit is damaged, and the angulation control unit has play and out of specified range. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had an image issue, the image was bad and cloudy. It is unknown when the issue was observed, and no patient harm was reported with this event. The device was returned to olympus for an evaluation, and the customers allegation was not confirmed. The evaluation did find that there was peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.